Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, failure of mesh, diastasis, and adhesions. Post-operative patient treatment included removal of mesh, suture hernia repair, hernia repair with new mesh, lysis of adhesions, small bowel resection, and left colectomy.